Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the photo was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that scrdriver shaft 3.5 t15 self-hold f/ao/a the tip of the screwdriver was deformed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Functional test cannot be done since only pictures were received but however the alleged unable to assemble condition can be confirmed since the tip of the screwdriver was deformed might be the reason for the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdriver shaft 3.5 t15 self-hold f/ao/a. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for the clavicle diaphyseal fracture with the screwdriver shaft stardrive in question. During the surgery, the surgeon couldn¿t fit screw into the screwdriver because the tip of the driver shaft was bent. The surgeon couldn¿t use the screwdriver, turned the cortical driver upside down, and inserted the screw without applying torque. Procedure was completed successfully without any surgical delay. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for complaint (B)(4).